Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 400mg/dl. The customer's most current level was 150mg/dl. The mother states the customer was treated with IV and insulin. Troubleshoot was conducted, but was not able to be completed due to customer being at school with the pump. The customer is being sent out tubing clamp in order to conduct high pressure test. The customer is also being sent out emergency supplies due to low ration of sets and reservoirs.